Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons sticking and non responsive. The customer¿s blood glucose was unknown. There was no delivery alarm, the insulin has squirted from infusion set when priming, rewind sounds louder on insulin pump, rejecting new batteries, battery life diminished but not less than 7 days. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. Device primed properly. No unexpected rewind anomalies noted. No unexpected failed battery test anomalies noted. No unexpected low battery alarm anomalies noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test. (B)(4).